Event description:
It was reported that the dongle was getting hot and expanding. A Boston Scientific Technical Services (TS) informed to request for dongle replacement. No adverse patient effects were reported. The communicator remains in service.